Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent cystitis and vaginitis, cystocele, vaginal scarring, dyspareunia, and recurrent stress urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic total hysterectomy, culdoplasty and cystourethroscopy due to menorrhagia, dysmenorrhea, dyspareunia, and stress urinary incontinence. It was reported that patient experienced injury to the right ureter, hydronephrosis and uterovaginal fistula and underwent a cystopanendoscopy with unsuccessful attempt to pass guide wire and double j stent on (B)(6) 2011. It was reported that patient underwent mesh removal on (B)(6) 2013 due to pain, erosion and organ perforation. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.